Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device will not power up on ac or battery power and displays a red x. There was no report of patient involvement.